Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period nov 2019 through oct -2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, when the vein harvesting kit was handed up to the surgical field at the start of the case, it was immediately noticed that the metal within the jaws of the hemopro 2 device had separated from the plastic coating. This created a fork like appearance to the jaws and therefore the device was deemed not safe to use. This defective device was never used on the patient and no injury resulted from the defect. The defective device was removed from the surgical field and a new hemopro 2 kit was opened. The case was finished with no further issues.